Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has a medical history of chronic leg pain. It was reported that the patient stated that they had not used their device in approximately two years. It was reported that the device was overdischarged due to the patient¿s noncompliance. A physician mode recharge (pmr) was attempted but was unsuccessful. The overdischarge was not resolved. It was reported that the implant¿s status in out of service and that the device was not going to be replaced. No surgical intervention occurred or is planned. The event occurred on (B)(6) 2015. No further complications were reported/anticipated.